Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation do not show damage. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The complaint regarding a damaged conductor wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the customer reported the maryland bipolar forceps instrument had a broken conductor wire. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and they did not notice anything out of the ordinary. The damage was first observed in cleaning and sterilization. A wire was exposed due to damaged insulation and it is unknown if there was any loss of cautery associated with the damaged cable. There were no signs of thermal damage, no arcing was observed and it is unknown if there was any instrument collision. The procedure was completed with the same instrument and nothing fell into the patient. There are no photographs or videos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.